Event description:
Medtronic is taking returned defective items and recalled insulin pumps and calling them recertified and forcing them on the elderly through a company ccs medical and medicare 630g and 670 g cgm pumps also the 723 very dangerous and charging new prices pumps look like they have been a war when shipped to you. FDA safety report ID# (B)(4).